Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) due to an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The customer reverted to an alternate method for insulin therapy. Additional information was not provided. Tandem technical support made multiple follow up attempts to obtain additional information, however, the customer did not respond.